Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual analysis, a slight kink on balloon shaft near the y-connector was observed. No other visual abnormalities were observed. Upon inspection of the balloon shaft to y-connector bond and guidewire shaft to y-connector bond, it was noted: no adhesive gaps beyond 3mm from the proximal end of the balloon shaft were observed at the balloon shaft to y-connector bond, no adhesive leak channels were identified at either of the y-connector bonds, all three adhesive ports were filled and covered at the two y-connector bonds and adhesive was within the appropriate upper and lower limits. Both y-connector bonds met all visual acceptance criteria and no abnormalities or non-conformities were identified. During functional testing, the device was able to be successfully de-aired with water and no air bubbles were introduced into the delivery system when drawing negative pressure. However, when fluid was introduced into the delivery system through the inflation/deflation port, a leak was noted to originate from the strain relief y-connector area. The strain relief was moved off the y-connector to inspect the balloon shaft to y-connector bond and a break in the balloon shaft was observed. Material stretching of the balloon shaft material was also noted. During dimensional inspection, the balloon shaft outer diameter (od) was measured and found to meet specification. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint for leakage was confirmed, however the cause has not been determined. Based on the location and characteristics of the damage (break in balloon shaft located near the y-connector and evident material stretching), it is possible that the noted balloon shaft damage occurred at the complaint site during handling of the device, or that the damage occurred during return shipping of the device to edwards for evaluation. Alternatively, it is possible that the observed balloon shaft damage is related to previously confirmed complaint events reporting balloon shaft fracture near the y-connector a CAPA was initiated to investigate leakage on the commander delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Event description:
As reported by our affiliates in (B)(6), the commander delivery system could not be de-aired. Another delivery system was used without any issues. At the time of the report the patient was stable. During initial device evaluation, delivery system leakage and balloon shaft damage to the outer lumen and material stretching was observed.